Event description:
Additional information received reported the health care provider (hcp) had to revise the wound twice where they purse string sutured-in the catheter to the fascia due to a very large pseudomeningocele that had developed (as previously reported). It was noted this was purely a wound revision to avoid breakdown of the wound and prevent possible catheter issues if it were to become detached from the fascia. It was stated the meningocele had nothing to do with the catheter itself. They had to revise the wound and re-suture the fascia twice, once on (B)(6) 2013 and once on (B)(6) 2013 (as previously reported). The fluid collection was noted to be 5 to 7 cm. The patient had back pain from the pressure of the fluid collection on the wound. After the second wound revision, it healed correctly and resolved on its own without any other interventions being needed. The patient recovered without any issue and was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had less than 50% therapy relief and had not received therapy since the revision. It was later reported, the cause of the event was wound complication not associated with "hardware". The patient developed a large ps eudomeningocele under the lumbar incision two week s/p hardware revision. An or wound revision was performed on (B)(6) 2013. The patient was hospitalized "pump hardware and catheter" were in normal functioning condition and were not replaced. There was no injury and the patient recovered without sequelae. The pump was delivering lioresal. (Please see manufacturer report #3004209178-2013-04341 regarding the catheter revision.)

Manufacturer narrative:
Product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).